Event description:
Cardiologist performing a peripheral angiogram, intravascular lithotripsy/stent. A barewire filter delivery wire was being used on this heavily calicified left leg. Barewire fractured with distal tip retention in the popliteal artery. Successful snaring of retained wire. Manufacturer response for temporary carotid catheter for embolic capture, barewire (per site reporter). No response. Made rep [redacted] aware.